Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens had an anterior tilt approximately 3 months post implant and a yag was performed on (B)(6) 2017. Reportedly the patient has blurry vision and lens explant was planned. This report refers to patient's right eye.

Manufacturer narrative:
Visual inspection found only pieces of optic were returned and all haptics are missing, optic surface is damaged. The iol passed haze inspection during the product evaluation. The product evaluation could not verify the lens vaulting due to the condition in which it was returned. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.